Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead (B)(6) 2010; d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead pace/sense (p/s) threshold was high. The p/s portion of the lead was capped and a new p/s lead was implanted; the high voltage portion remains in use. It was also reported that the left ventricular lead was dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.